Event description:
The pt reported experiencing pain at her scs ipg pocket site for several months. Subsequently, the pt is no longer using her scs system. The pt wants her scs ipg explanted.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-0002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.